Manufacturer narrative:
Eval summary: no conclusion could be reached as to what may have caused the reported incident. The analysis results found that the device was rec'd with the advancer broken. The instrument was cycled and pear shaped the remaining clips due to the advancer condition. However, no jamming issues were noted. The batch history records were reviewed with no anomalies noted during the mfg process.

Event description:
It was reported that during a cholecystectomy procedure that the device was jamming. Another device was used to complete the case. Three were no adverse consequences to the pt.